Manufacturer narrative:
To gore's knowledge the device remains functioning in the pt. Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2004, this pt was implanted with a gore excluder bifurcated endoprosthesis. Final angiogram identified the pt's left internal iliac artery was covered with little flow through the vessel. As documented, the physician was not concerned as this artery was severly stenosed.